Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was leaking from the perforated biopsy channel. There was no patient harm associated with the event. The device was evaluated, and it was found that the plastic distal end cover was burnt caused by using high-energy hand instruments without ensuring sufficient distance from the distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. In addition to the leakage from the perforated biopsy channel and burnt plastic distal end cover, additional findings were as follows: flexible printed circuits cable was broken, and insertion part of distal end had a leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user may have used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from tip of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.